Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-10676). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the battery rapidly dropped from eri to eol in less than 3 months. The patient was asymptomatic. The device was explanted and replaced.